Event description:
The pt's vendor reported that the pt's infusion device does not properly deliver boluses and the piston rod is noisy. In 2009, the pt experienced elevated blood glucose of 411 mg/dl. The pt's normal blood glucose level is 80-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.